Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant facility is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that pfr kit uphold lite vaginal support system and solyx sis system devices were implanted into the patient during a procedure performed on (B)(6) 2014. Reportedly, the patient experienced an unknown injury and underwent mesh removal on (B)(6) 2019.